Event description:
Beckman cx7 random access chemistry analyzer randomly giving false readings on creatinine tests. Analyzer read controls accurately, gave no indication of malfunction, and showed no pattern to false readings. MFR notified of malfunction. 6/02 am-physician called asking for recheck of creatinine from 6/28 and also on the specimen on that pt from 6/27. The one from 6/27 did not recheck. Two people called lab biomed (trained in service on cx7) and they found the optics cal had drifted so calibrated the optics. All high creatinine results from the preceding 24 hr time period were rechecked. 7/02 am-discovered creatinine problem. Notified lab biomed immediately. A person checked the optics and the cal was off again so suspected a bad lamp. They changed the lamp and call'd the optics. Facility put a large note at the cx7 describing what they had seen and what had been done, asking techs to watch creatinine results very carefully-correlating the creatinine with both bun result and previous creatinine result and to recheck anything suspicious. Facility also asked them to let them know if they found any that didn't match. The following day-found another creatinine flier. Called lab biomed and a second person changed the fill peri-pump (which is what first person had first intedned to do until they saw that the lamp cal bad again). Facility put up another note that they had found another flier and had changed the peri-pump-same as previous except is asked techs to recheck any abnormal creatinine results. 6 days later-have rechecked many creatinine results and have not been told that facility had any fliers. Took the note down and left a note to continue watching results carefully. Did a 7 cup precision run that was acceptable. 8/02 nites-had a 2.8 creatinine that rechecked as 1.2. Called hotline to contact service. Service called and will come out 8/7. Put up another note that facility had another one-once again check anything elevated that didn't have a previous that correlated. The following day-service installed a new creatinine module. Qc is great. Precision is great. Put up a new note (copy included). No fliers found as of 8/9/02.